Event description:
The customer reported low vacuum errors and approximately five milliliters of diluent leaked from the front of the instrument, below the sweepflow canister, during a system test involving the coulter lh 500 hematology analyzer. The fluid was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) discovered the tubing had come off the sweepflow chamber and had leaked diluent. The fse replaced the sweepflow chamber which was causing the low vacuum errors. The fse reattached the tubing to the sweepflow chamber and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Chamber. (B)(4).